Event description:
It was reported the device battery longevity was shorter than expected. The device was explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. No anomalies were found. (B)(4).